Manufacturer narrative:
This report is submitted on 28 january 2020.

Event description:
It was reported that the patient elected to have the internal magnet explanted, the magnet was removed on (B)(6) 2019.